Manufacturer narrative:
All available information was investigated and the reported inability to remove the lock line and lock line knot were confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported inability to remove the lock line was due to the reported knot. However, a cause for how the lock line became knotted cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 2. A mitraclip xtw was inserted and placed on the mitral valve. However, while attempting to deploy the clip, resistance removing the lock line was encountered and the lock line was unable to be removed. It was speculated that a knot had become entangled in the lock line. Troubleshooting was performed, and the physician re-wrapped the exposed portion of the lock line around the lock lever and replaced the cap. The clip was successfully unlocked, inverted, and removed from the patient. Two mitraclips were then successfully implanted, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 2. A mitraclip xtw was inserted and placed on the mitral valve. However, while attempting to deploy the clip, resistance removing the lock line was encountered and the lock line was unable to be removed. A knot was observed on the lock line. Troubleshooting was performed, and the physician re-wrapped the exposed portion of the lock line around the lock lever and replaced the cap. The clip was successfully unlocked, inverted, and removed from the patient. Two mitraclips were then successfully implanted, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.